Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. A tear was observed in the exposed portion of the soft cannula which prevented fluid from flowing through the complete fluid path. It could not be conclusively determined when this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed.

Event description:
It was reported while a patient wore a pod between 24 and 36 hours their blood glucose level had read high (> 400 mg/dl). As treatment, the patient applied a new pod.